Event description:
It was reported the patient¿s implantable neurostimulator (ins) was very superficial and the patient was developing redness at the corner of the ins pocket. It was noted the patient had erosion and redness at the device pocket. The reporter stated the patient¿s healthcare professional opened the pocket site, made the pocket deeper, and then irrigated and put antibiotics in the pocket. It was noted the patient sent tissue sample for culture. Additional information received reported the cultures were positive so the patient was sent to infections disease. It was noted that that was no plan to explant the ins. It was further noted the patient was getting effective stimulation. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3 7754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).